Event description:
It was reported that when using the bd pyxis¿ medbank mini, the drawer was offline. The customer reported encountering a drawer offline message on the cabinet while attempting to issue medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A technical support specialist remoted in to assist with troubleshooting. Verified that the ip address for the network adapters on the drawers was configured correctly. Rebooted the cabinet, after which the drawer offline message cleared. Users were now able to log in and access medbank without issue. The system functioned as intended after the technical support specialist troubleshot the device.